Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed through the event history but was not duplicated. The assignable cause could not be determined. An air-in-line verification was performed and was within specifications. No repairs need to be made to the device for the reported condition. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with 810:04 failure code. It is unknown when this event occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a on (B)(6), 2011 during delivery causing an interruption of delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of failure code 810:04. (B)(4).